Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was able to be confirmed by radiographs. Review of the available records identified the following: right total hip arthroplasty with evidence of polyethylene wear and possible metallosis. Fractured cerclage wires along the greater trochanter. Device history record (DHR) reviewed was unable to be performed as the lot number of the device involved in the event is unknown. Root cause is unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported patient underwent total hip arthroplasty on an unknown date. Subsequently the patient was revised approximately 3 months ago due to liner fracture. Liner and head were removed and revised with ceramic head, liner and locking ring. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation is complete, a follow ¿up MDR will be submitted. Concomitant medical products: item# unk/ unk head / lot # unk, item# unk/ unk stem/ lot # unk, item# unk/ unk cup / lot # unk. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -00787, 0001825034 -2020 -00790, 0001825034 -2020 -00794.

Event description:
It was reported patient has been indicated for hip revision surgery due to unknown reasons. However, no revision procedure has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.